Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam motorpack was returned for investigation of the reported event. Functional testing observed an "e42 - motorpack error" message due to a faulty cable, which prevented communication between the motorpack, aquabeam console, and aquabeam cpu thus triggering the observed error message. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 20c00633 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Section 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece contains the note to, "verify the motorpack is securely engaged to the aquabeam handpiece by attempting to pull the aquabeam handpiece off of the motorpack. The aquabeam handpiece should remain connected to the motorpack if properly engaged." Dock the motorpack to the aquabeam handpiece: o verify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeamhandpiece (fully proximal). O apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it. O keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. Although the in-house investigation confirmed the reported failure mode, the root cause was unable to be established as it was not possible to determine what caused the cable to fail. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure the aquabeam motorpack was unable to engage to the aquabeam handpiece. As a result, the aquabeam motorpack was replaced with a new motorpack unit and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
Additional manufacturer narrative: adverse event problem component code (B)(4): per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors.